Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, infection, bleeding and death. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a change in mental status, cerebral hemorrhage, and bacteremia. The infection was a diffuse infection. Methicillin-susceptible staphylococcus aureus (mssa) grew from blood, urine, and sputum. Moreover, there were multiple areas of cerebral infarcts. No device related reason for a mechanical fall were noted. The patient's first international normalized ratio (inr) was within range. Diagnostics included a computed tomography (CT) scan, blood cultures, transthoracic echocardiogram (tte), and transesophageal echocardiography (tee). Patient status had quickly deteriorated, and family decided to withdraw care. The ventricular assist device (vad) was decommissioned. The patient passed away on (B)(6) 2025. The death was not considered to be device related. The device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.